Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; keypad unresponsive after pump worn in the bath. Denies "crack." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: on examination, the keypad cover was intact without damage. On testing, all keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any contamination on the contacts of the keypad buttons. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the keypad wiring or connector. There was no moisture or moisture damaged found during the investigation. Investigation did not duplicate the keypad complaint. Unrelated to the original complaint, the audio bolus button cover was noted to be damaged/punctured. The audio bolus button was normally responsive on testing.